Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing arrhythmia. Upon review, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The patient then presented in the emergency room. The ICD was reprogrammed and restored. It was then noted that the ICD failed to charge while trying to run a capacitor maintenance. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por) as a result of delivering an excessive number of back-to-back high voltage (hv) therapies within a short timeframe which dropped the battery below end-of-service (eos) level. The extended charge time event took place while the device¿s battery level had been dropped below eos voltage. Interrogation of the device revealed the device was at eos when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional testing was normal.